Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient unnecessarily exchanged the system controller due to confusion from a low battery alarm. The patient successfully exchanged the system controllers and no interruption in lvad support occurred. The lvad clinicians plan to discuss the issue/training with the patient and the patient's family. The patient is doing well without issues. No further information was provided.

Manufacturer narrative:
The system controller remains in use and was not available for evaluation. The analysis of the submitted system controller log file confirmed the report of a system controller exchange; however the root cause of the events leading up to the unnecessary system controller exchange could not be conclusively determined through this analysis. The analysis did not confirm any alarms that required a device exchange. The submitted log file contained approximately 6 days of data from (B)(6) 2018 through (B)(6) 2018 and from (B)(6) 2018 through (B)(6) 2018 according to the time stamp. On (B)(6) 2018 at 22:23, the driveline was disconnected from the system controller and the system controller was powered down. There were no alarms active prior to the disconnection that would have warranted a system controller exchange. On (B)(6) 2018 at 22:09, the system controller was powered on and at 22:14 the driveline was reconnected to the system controller. The pump started and reached the set speed without issue. There were no other notable alarms active in the log file. The patient was asymptomatic during the event and remains ongoing on lvad support. The patient and the patient's spouse were reeducated on system controller exchanges and no further issues have been reported since. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.